Manufacturer narrative:
(B)(4). Date of occurrence: unreported date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered inside an intavia container after adding sterile solution. The customer stated that the filament was clear and shiny. The particulate matter was described as the width of a hair and about a half inch in length. The customer stated that in solution added was unison reconstituted in sterile water and normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection a single light colored fiber, freely floating in the solution was observed. After isolating the fiber from the solution, stereomicroscopic examination determined the fiber was a colorless, transparent, twisted, elongated particle, approximately 8.8mm in length. The colorless elongated particle appeared to be polymeric and exhibit striations that were seen running down the length of the surface. Examination of the medication port revealed the membrane septum had been penetrated by a needle. Ft-ir analysis of a section of the colorless elongated particle produced a spectrum consistent with polyester. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.